Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the procedure was to treat a mid-rca lesion on a patient with a serious myocardial infarction. No pre-dilatation was performed. During deployment of the promus stent, the balloon ruptured prior to reaching 12 atm. There was no issue removing the stent delivery system (sds). Post-dilatation was performed. At the end of the procedure a small dissection was observed, which was thought to have been caused by the balloon rupture. No treatment was required. The patient status after was good. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood or contrast visible. There was fluid visible in the balloon and inflation lumen. There were crimp marks on the balloon and between the markers. The balloon was loosely folded. There were two bends in the hypotube, 6.5 cm and 67 cm distal to the strain relief tubing. There was no other damage noted to the sds. A new indeflator, filled with water, was used to pressurize the balloon when fluid leaked from a pinhole on the balloon, 3 mm distal to the proximal balloon marker. There were scratches on the balloon near where the pinhole is located. The sds was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.